Event description:
Ous MDR. High rate atrial pacing was noted for this patient. The patient felt symptomatic and experienced palpitations. It was also reported there was difficulty getting a rate response during exercise testing. An accelerometer malfunction is suspected. The patient had a full follow-up performed and nothing unusual was detected. Also, nothing unusual was seen on home monitoring other than small p-waves.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. Next, the pacemaker was interrogated and the pacemaker¿s memory content was analysed indicating no deviations. The battery was found to be fully charged. The returned follow-up data was analysed documenting high atrial rates which were attributed to intrinsic rates. It was reported that an av node ablation was performed as well as an upgrade to a dual chamber pacemaker. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In particular the rate adaptation functionality of the device was tested proving to be fully functional. There was no indication of a device malfunction. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.